Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported on intermittent occasions, the customer needed to press the wake button multiple times before the screen turned on. Reportedly, the customer was unsure if issue was due to arthritis or an issue with the wake button. Customer¿s blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.